Event description:
It was reported that a patient experienced fungal peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was hospitalized for this event. The patient was treated with injections of cefazolin and ceftazidime (1g, route and frequency not reported). The cause of the peritonitis was a breach in aseptic technique, further specified as not properly cleaning the area prior to therapy. It was also indicated that a care giver did not have the proper capd training. At the time of this report the patient was recovering from the peritonitis. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.